Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-28, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was flipped due to a "positioning error during previous spinal surgery". The event date was (B)(6) 2001. The patient stated that they developed a large seroma and fluid was evacuated. The pump was tested and found to be in working order. The patient stated they had another surgery on (B)(6) 2002 where the pump was put in the correct position and the dacron pouch was changed out. No further information was provided.